Event description:
Info received indicates the pump shut off and cleared all settings without warning, leading to seizures and hospitalization for the pt and hypoglycemia for her sister who received timely interventions.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.